Event description:
The clinician reports the implant was inserted (B)(6) 2007 in fdi 34. Details of surgery: immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.